Event description:
Pt diagnosis -open right tibia and fibula fracture. During irrigation and debridement and intermedullary rodding of the right fibula and tibia fracture, the drill tip broke. A small fragment of the drill bit was lodged in the bone. The pt was discharged on 8/2/96. No complications noted.